Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented complaining of a headache and uncomfortable stomach. The patient went to a device check and was told that it may be diaphragmatic reflection. The battery output was consequently turned down, however the patient's symptoms have not improved so they are requesting further reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.